Manufacturer narrative:
This supplemental report was created to correct the patient information, b3: event date and d6b: explant date.

Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to infection and erosion. There were no additional adverse patient effects reported. This ra lead was explanted.

Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to infection and erosion. There were no additional adverse patient effects reported. This ra lead was explanted.